Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a partial lead was returned in two portions for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cutting, cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that had dislodged and exhibited loss of capture. The lead was explanted and replaced. Patient status was not reported.